Event description:
The femoral stem was revised due to distal thigh pain. The pt's femur had fractured distally approx. 6 months previous to the revision. The surgeon believes that the fracture was caused by the stem.